Manufacturer narrative:
(B)(4). Returned meter was evaluated with no defect found. Test strips were not returned for investigation. Most likely underlying root cause: user had an inaccurate reference (self: the person is using themselves as the reference or how they feel at the time they run the blood test).

Event description:
Customer's daughter complains of "lo"results. Customer called ems and was admitted to the hospital. The customer's expected blood results are 120mg/dl fasting. Verified test strips expire 07/31/2016. Neither test strip storage nor opened vial date was disclosed. Reviewed meter memory: (B)(6). Memory concerns:lo,34mg/dl. Daughter called on behalf of the patient, she was referred to us for a replacement meter due to meter registering lo. Daughter performed blood test @ 9am and resullts were lo, @ 9am administered 52 units of insulin 75/25 humalog , daughter then noticed she was having symptoms of low blood glucose levels (slurred speech and did not recognize anyone). Daughter then gave her orange juice and jelly and called 911, when paramedics tested her levels were 72 mg/dl . Patient was released from the hospital this morning. Ran blood test with me 148mg/dl (non fasting).